Manufacturer narrative:
(B)(4). Teleflex performed a complete evaluation of the returned device and confirmed the reported complaint. During our investigation, the intra-aortic balloon was submerged in water and a leak was noted at the central lumen bifurcate. The root cause is unknown. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. We will continue to closely monitor for trends.

Event description:
It was reported that the event occurred in the cath lab. The medical doctor (md) passed the saf (super arrow flex) sheath over the dilator over the guidewire and advanced into the artery. The dilator was removed. The intra-aortic balloon (iab) was prepped properly; maintained the vacuum on the balloon, and there was nothing special at that time. The iab was inserted via the patient's femoral artery. Intra-aortic balloon pump (iabp) therapy began successfully. About twenty minutes later blood was found in the "tubing." The md decided to remove the iab in order to prevent blood regurgitation through the pump. The iab was removed and a new iab was prepped and inserted into the same insertion site. The procedure was completed successfully after the iab was replaced. There was no reported patient death, injury or complications. There was ~ a ten minute delay in iabp therapy. Medical / surgical intervention was not required. The second iab was inserted into the same insertion site. There was no harmful outcome to the patient. More information received: the patient received iabp therapy for a couple of minutes before the blood was found in the tubing. The md turned the pump off right after he realized that the blood was in the tubing and the blood did not contaminate the pump. Md used another iab set for the patient as mentioned on the report and there was nothing reported about difficulty of removing.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the event occurred in the cath lab. The medical doctor (md) passed the saf (super arrow flex) sheath over the dilator over the guidewire and advanced into the artery. The dilator was removed. The intra-aortic balloon (iab) was prepped properly; maintained the vacuum on the balloon, and there was nothing special at that time. The iab was inserted via the patient's femoral artery. Intra-aortic balloon pump (iabp) therapy began successfully. About twenty minutes later blood was found in the "tubing." The md decided to remove the iab in order to prevent blood regurgitation through the pump. The iab was removed and a new iab was prepped and inserted into the same insertion site. The procedure was completed successfully after the iab was replaced. There was no reported patient death, injury or complications. There was ~ a ten minute delay in iabp therapy. Medical / surgical intervention was not required. The second iab was inserted into the same insertion site. There was no harmful outcome to the patient. More information received: the patient received iabp therapy for a couple of minutes before the blood was found in the tubing. The md turned the pump off right after he realized that the blood was in the tubing and the blood did not contaminate the pump. Md used another iab set for the patient as mentioned on the report and there was nothing reported about difficulty of removing.